Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant procedure. Post procedure it was noted that the pacemaker was exhibiting premature battery depletion. No changes or intervention was reported. There were no patient consequences.